Manufacturer narrative:
Batch review performed on 06.sep.2019. Lot 151997: (B)(4) items manufactured and released on 11-jun-2015. Expiration date: 30/04/2020. No anomalies found related to the problem to date, all (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to instability caused by a subsided tibial tray after about 4 years from the primary. The surgeon revised the tibial tray and poly and the surgery was completed successfully.